Event description:
Pod #1, by regional resident for f/u of on q. At that time the mom reported the pt had done well overnight after surgery but had started having a lot of pain yesterday during the day. She also noted the on q ball was already empty. I reached the room last night via text message and she confirmed the on q ball had been empty since 0600, approx 17 hours after the ball was connected to the femoral pnc. She sent me a picture showing what appears to be a completely empty on q ball, (400 ml was in original pain ball). Therefore the ball emptied >33 hours earlier than would be expected with a rate of 8cc/hr. Most likely pump either malfunctioned or had a leak in it. Mom did not notice any witness or leakage around the ball or catheter. FDA safety report ID# (B)(4).